Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump miscalculated a bolus. Customer's blood glucose (bg) level was 254 mg/dl. Tandem technical support did not observe any issues with the pump; however, customer maintained belief that pump miscalculated a bolus. The customer declined to perform further troubleshooting with tandem technical support.